Event description:
A 48 yr old male underwent aortic valve replacement on 12/15/87 utilizing an aortic homograft. He did well and then began to have signs and symptoms of aortic insufficiency. Valve was explanted and replaced with another MFR prosthesis. Upon explant operative report notes that the aortic valve showed no technical problems. However, 2 of 3 cuffs had pulled away at the commissure producing aortic insufficiency. Cuffs were noted to be thin and pliable "like the day they were implanted."